Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: 3221 no findings available. Investigation conclusions: 11 conclusion not yet available. Investigation conclusions : 4315 cause not established.

Event description:
It was reported that on (B)(6) 2025, a 16-14mm amplatzer duct occluder was chosen for a procedure using a 17f amplatzer torqvue delivery system. During procedure, the device was not taking proper shape and had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The case was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.